Event description:
Information was received from a foreign consumer via a manufacturer¿s representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that the patient was implanted on (B)(6) 2013. After the surgery, the customer stated that the device had no effect and had it taken out on an unknown date. The event date was unknown. It was unknown what troubleshooting was performed. The cause of the event was unknown. No further complications were reported. It was also noted that less than 50% of the patient¿s symptoms were reduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the patient's family reported the "it" had no effect after surgery. The product was not returned and the reason was not provided. The patient's family refused to talk about the details. No further complications were reported/anticipated.